Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported symptoms of hypoglycemia with an aviva result of 142 mg/dl at 16:34. He lost consciousness, wife called paramedics. Paramedics arrived at about 18:20 and tested his blood glucose at 21 mg/dl. They treated him with a glucagon injection before transporting him to the emergency room. Customer said he was conscious en route to the hospital. At the e.r., personnel disconnected his insulin pump and gave him apple juice, ginger ale and a turkey sandwich. Customer said he was in the ER from 8 p.m to 3 a.m. A request was made for the return of the meter and strips, replacement sent.